Event description:
Right groin hematoma after access for cerebral angiogram. Mild acute blood loss anemia: underwent cerebral angiogram with doctor for evaluation of possible carotid artery pseudoaneurysm which was found to be a paraganglioma. Went home, but then presented after a fall with a large right groin hematoma. No active extravasation. Hemodynamically stable. Held eliquis. Duplex negative for pseudoaneurysm. Vascular surgery consulted and recommended observing for another 24 hours. Past medical history including underlying atrial fibrillation usually on eliquis, hypertension, chronic obstructive pulmonary disease, ongoing tobacco abuse, chronic kidney disease stage iii, macular degeneration, and memory impairment admitted with a right groin hematoma after a cervicocerebral angiogram. Difficulty accessing cfa: no. Multiple punctures to cfa prior to accessing vessel? No - single stick. Was access to cfa a high stick (prox to inguinal a.): no. Pre-deployment angiogram: yes, standard per protocol. Difficulty deploying angioseal: no.